Event description:
Although the reported incident occurred on 7/8/97, the customer did not report the event until 7/24/97. The summit sample handler, misread a sample barcode in position a8 as "000fh23189" instead of "003gt26689" while running an htlv-1 p24 antigen assay. No error message was generated. An investigation is in progress. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-03742-07.